Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. The customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) was 536 mg/dl. The customer reverted to manual injections for insulin therapy.